Manufacturer narrative:
Additional information was received that the patient did not have surgery where electrocautery was used. The patient underwent an ipg replacement procedure. Device malfunction was suspected. Sc-1132 (sn: (B)(4)) device evaluation indicated that the complaint was confirmed. The device would not be charged nor linked due to damaged u2_asic. The source of device damage is unknown. Due to the device damage, the patient data was not captured.

Event description:
A report was received that the patient had difficulty charging the ipg and was not able to link ipg to the remote control (rc). The patient will undergo an ipg replacement procedure. No further information could be obtained.

Manufacturer narrative:
Additional information was received that the ipg (sc-1132/sn:(B)(4)) was for bsn683327.

Event description:
A report was received that the patient had difficulty charging the ipg and was not able to link ipg to the remote control (rc). The patient will undergo an ipg replacement procedure. No further information could be obtained.

Event description:
A report was received that the patient had difficulty charging the ipg and was not able to link ipg to the remote control (rc). The patient will undergo an ipg replacement procedure. No further information could be obtained.